Manufacturer narrative:
Investigation: per customer the start button was not pressed. The run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the¿pressure test error¿ alert indicated that the operator either did not close the sample bag and/or needle line clamps at the system prompt or they did close the clamp but it was skewed on the tubing allowing some air to pass. Air will enter the sample bag during the verification of clamp closure at the beginning of the tubing set test if the sample bag clamp is not fully closed. It is possible, though not conclusive; the operator did not express the air that entered the sample bag as prompted by the screen. A service call was placed and the service technician inspected the machine and verified that machine functioned correctly as per the manufacturer's specifications. Corrective action: an internal CAPA has been initiated to evaluate reports of air in sample bag. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported during tubing set test on the trima,they experienced 'failure to pressurize inlet' alarm. Per customer, post-phlebotomy of the donor the operator noticed that the sample bag was filled with air. The operator stopped the procedure and disconnected the donor. Due to EU personal data protection laws, the patient identifier ,age and outcome is not available from the customer. Donor gender and weight were obtained from the run data files. The trima collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer did not provide the lot number pertaining to this event, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: a definitive root cause for air in the sample pouch could not be determined. Based on the run data analysis, the ¿pressure test error¿ alert was generated in this procedure because the expected pressure increase was not seen in the allotted volume pumped during the tubing set test, indicating either the sample bag and/or needle line clamps were not closed at the system prompt, or the clamp was closed, but it was skewed on the tubing, allowing a portion of the tubing to allow air to pass. The disposable was not returned for evaluation to confirm defects leading to clamps that do not fully occlude or a possible mis-assembly.

Event description:
The customer did not provide lot information for the investigation.